Event description:
It was reported that the arctic sun device came down to biomed due to an air leak. It was stated that the last calibration was done in sep2020 and stated device was on. Ms and s transferred caller to tech support.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue is unknown as the event was unconfirmed. It was stated that the last calibration was done in (B)(6) 2020 and stated device was on. Mss transferred caller to tech support. It is unknown if the device was influenced by the reported failure, however the device met specifications during the evaluation. The device was not in use by a patient. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Bmd investigation indicates that the reported issue was unconfirmed. Labeling review not required h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device came down to biomed due to an air leak. It was stated that the last calibration was done in (B)(6) 2020 and stated device was on. Mss transferred caller to technical support.